Manufacturer narrative:
Evaluation method: medical review. Results: glare and starburst may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the central and mid peripheral cornea is not touched therefore patients who have glare and starburst before the surgery, will commonly retain these symptoms but little or no increase in severity should be experienced since the central and mid peripheral region remains unabated and only a corneal incision with a maximum length of 3.2mm at the temporal peripheral region is made. Glare and halos may also be perceived more due to the increased clarity of vision. However, the effective optical corneal zones (eocz) of the icls have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patients optical field of vision, which may be noted when the pupil size is greater than the eocz. Glare and starburst are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. This condition is considered trivial and temporary. Conclusion (unable to confirm): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The surgeon implanted the micl13.2 implantable collamer lens in the right eye on (B)(6) 2011. A patient post-treatment follow-up form @6 months was received indicating "starburst & glare @night". Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted. See MFR #2023826-2012-00317 for the other eye.

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results:a lens work order search was performed and there were no similar complaints found within the work order.(B)(4).